Event description:
It was reported that during patient use, the pulse oximeter was missing segments on the left side of the display. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).